Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to pregnancy and experiencing a blood glucose (bg) level of 227 (mg/dl). A manual injection was given to address bg levels. System check with tandem technical support indicated the pump was performing as intended; however, a review of pump history indicated an incomplete bolus alert received. Customer was reminded how to properly deliver a bolus. Customer was still hospitalized at the time event was reported.